Event description:
Customer reported that the wake button on the pump was not functioning. There was no reported impact to the customer¿s blood glucose level. Upon inspection by the distributor, the wake button was missing from the pump. Technical support arranged for a replacement pump to be sent, and the original device was scheduled for return.